Event description:
We recently had a patient who stated he woke up and felt his PICC line site leaking. The nurse stated he entered the patients room and the groshong PICC appeared to be disconnected from the connector assembly. At some point the proximal end of the catheter migrated into the patient and entered the patient's lungs. The patient was sent down to (B)(6) to have the catheter removed.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.